Event description:
It was reported to philips that exposure was not possible due to an image processing communication error on an allura xper fd10/10. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service performed a database integrity test and cold restart, resolving the issue. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).